Event description:
It was reported that an alarm 2 and an occlusion event occurred earlier in the day, which caused the customer's blood glucose level to display as "high," exceeding the typical range. The customer resolved the high blood glucose issue by administering a correction injection and planned to replace the infusion set and cartridge independently due to being unavailable for immediate assistance. There was no need for third-party help, and the customer intended to resume insulin and call for further support later if needed.